Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). One event was reported for this quarter. One device was received for evaluation. One device had the reported event confirmed during testing. One device was found to not be affected by any component failures. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was reportedly leaking. One event had patient involvement; no patient impact.